Event description:
Failed 10mins into procedure. (B)(4).

Manufacturer narrative:
Investigation : x-inspect returned samples. Analysis and findings : complaint #(B)(4). Distribution history: this complaint unit was manufactured at csi on 3/3/2009 under wo #(B)(4) and shipped on 4/10/2009. Manufacturing record review: a review of the device history record could not be performed as the record could not be located at this time. However, at the time of manufacture, records from each unit are reviewed to ensure that product meet all specifications. Should the device history record be located, this complaint will be amended accordingly. Incoming inspection review: n/a. Service history record: there is one recent record for this unit for damage. It was repaired and updated december 2019. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. However, based on log 93823 this unit was at csi on 2/5/2020. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the product tested to specification as the device was found to meet all visual and functional test specifications. Root cause not applicable as the complaint condition was not confirmed. Correction and/or corrective action: coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. Preventative action activity: coopersurgical will continue to monitor this complaint condition for trends.

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported condition.

Event description:
Failed 10mins into procedure. E-complaint: (B)(4).